Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 08/04/2014 with the following findings: the battery compartment was observed to be cracked. Unrelated to the complaint, the keypad cover was found to be intact and free of damage. Evaluation revealed that the down arrow keypad button was intermittently responsive. The keypad cover was removed and evidence of contamination was observed under all of the key contacts. Also unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.